Event description:
Customer received result of 105 mg/dl on the aviva plus system and results of 75 mg/dl on compact plus system 1 and 63 mg/dl on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self-treated with nature valley bars. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in compact plus system 2 (lot number 20733041, expiration date 11/30/2013). Caller did not provide product information for compact plus system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva plus system.